Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure (batch no. 978396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. On (B)(6) 2018 hysterectomy should done. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), rash ("rash"), migraine ("migraines"), dizziness ("dizziness"), fatigue ("fatigue"), anxiety ("anxiety"), disturbance in attention ("difficulty concentrating"), libido decreased ("decreased libido"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy bilateral oophoropexy diagnostic cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, dyspareunia, rash, migraine, dizziness, fatigue, anxiety, disturbance in attention, libido decreased, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered anxiety, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, libido decreased, menorrhagia, migraine, pelvic pain, rash and urinary tract disorder to be related to essure. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("bilateral fallopian tubes with focal endometriosis; embedded coils as described"), pelvic pain ("pain") and genital haemorrhage ("bleeding") in a 33-year-old female patient who had essure (batch no. 978396-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, headache, diabetes mellitus, gestational diabetes mellitus, human papilloma virus infection, cesarean section, headache and irritability. On (B)(6) 2018 hysterectomy should done. Previously administered products included for an unreported indication: iud, mirena, trivora and topiramate. Concurrent conditions included rash, back pain, skin eruption, herpes zoster, leukopenia, pain, blurred vision, dizziness, nausea, neck stiffness, heartburn, cholelithiasis, prophylactic, phonophobia, photophobia, anxiety, fatigue, feeling guilty, libido decreased, chronic pain, fatigue, blood parathyroid hormone increased, chronic sinusitis, vomiting, diplopia, weight gain, fever, menstruation irregular, vaginal bleeding, dyspareunia, hot flashes, vaginal itching, vaginal bleeding, gastric bypass, depression, migraine, foggy feeling in head, bacterial infection, low back pain, abdominal pain, urinary frequency, panic attacks, perineal pain, left lower quadrant pain, uterine bleeding, right lower quadrant pain, amenorrhea, borderline diabetes, metabolic syndrome and dysfunctional uterine bleeding. Concomitant products included bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro) and sumatriptan (imitrex). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysuria ("urinary problems"), dyspareunia ("dyspareunia"), rash ("rash"), migraine ("migraines"), dizziness ("dizziness"), fatigue ("fatigue"), anxiety ("anxiety"), disturbance in attention ("difficulty concentrating"), libido decreased ("decreased libido"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, bilateral oophoropexy, diagnostic cystosco). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, dysuria, dyspareunia, rash, migraine, dizziness, fatigue, anxiety, disturbance in attention, libido decreased, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered anxiety, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, dysuria, embedded device, fatigue, genital haemorrhage, libido decreased, menorrhagia, migraine, pelvic pain and rash to be related to essure. Lot number 978396 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("bilateral fallopian tubes with focal endometriosis; embedded coils as described"), pelvic pain ("pain") and genital haemorrhage ("bleeding") in a 33-year-old female patient who had essure (batch no. 978396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, headache, diabetes mellitus, gestational diabetes mellitus, human papilloma virus infection, cesarean section, headache and irritability. On (B)(6) 2018 hysterectomy should done. Previously administered products included for an unreported indication: iud, mirena, trivora and topiramate. Concurrent conditions included rash, back pain, skin eruption, herpes zoster, leukopenia, pain, blurred vision, dizziness, nausea, neck stiffness, heartburn, cholelithiasis, prophylactic, phonophobia, photophobia, anxiety, fatigue, feeling guilty, libido decreased, chronic pain, fatigue, blood parathyroid hormone increased, chronic sinusitis, vomiting, diplopia, weight gain, fever, menstruation irregular, vaginal bleeding, dyspareunia, hot flashes, vaginal itching, vaginal bleeding, gastric bypass, depression, migraine, foggy feeling in head, bacterial infection, low back pain, abdominal pain, urinary frequency, panic attacks, perineal pain, left lower quadrant pain, uterine bleeding, right lower quadrant pain, amenorrhea, borderline diabetes, metabolic syndrome and dysfunctional uterine bleeding. Concomitant products included bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro) and sumatriptan (imitrex). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysuria ("urinary problems"), dyspareunia ("dyspareunia"), rash ("rash"), migraine ("migraines"), dizziness ("dizziness"), fatigue ("fatigue"), anxiety ("anxiety"), disturbance in attention ("difficulty concentrating"), libido decreased ("decreased libido"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, bilateral oophoropexy, diagnostic cystosco). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, dysuria, dyspareunia, rash, migraine, dizziness, fatigue, anxiety, disturbance in attention, libido decreased, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered anxiety, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, dysuria, embedded device, fatigue, genital haemorrhage, libido decreased, menorrhagia, migraine, pelvic pain and rash to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received reporter information was added. New event added embedded device. Concomitant drug and historical drug was added. Medical history was added. Lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.